Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specification. No failed battery test noted. Unit passed self-test, unexpected start error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor (gold). Unable to perform excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, case at reservoir tube window corners and belt clip slot. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 105 mg/dl. Customer stated the pump had multiple cracks, 1 crack in right corner of pump casing and 2 cracks in reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.